Manufacturer narrative:
There was no injury involved and no ambulance was required. We sent her a replacement unit. Customer stated that she got this rolling walker second hand and does not remember when she purchased it. According to the serial number, the rolling walker was manufactured in 2007. She also stated that she had the unit fixed a few times. We do not know how this unit was fixed or modified and never received the unit here for investigation. This case has been closed.

Event description:
Customer was walking with her rolling walker and the feel went flying off. She was able to land on her knees and was able to catch her self but hurt her right shoulder. There was no serious injury.